Event description:
Another co's implants replaced on 3/29/77 with the co's implants. 1979 one implant replaced with another from same co. 8/95, had an MRI which proved both implants ruptured. 9/16/95, both ruptured implants removed. Hardness, pain, illness, dizziness. May have ruptured.